Event description:
It was reported that an ilet user experienced an unresponsive touchscreen localized to the ¿yes¿ selection on the fill tubing page, which prevented progression until the device was restarted; after restart the ¿yes¿ button responded and the user proceeded to complete setup and resume bionic mode. Symptoms included no adverse clinical effects and unchanged blood glucose levels. Outcomes included successful completion of setup with continued monitoring for recurrence. Investigation included guided troubleshooting by restarting the device and functional confirmation of the touchscreen after reboot. Investigation of this case revealed a transient user interface responsiveness issue consistent with a temporary touchscreen or software interaction anomaly, with no physical screen damage observed and normal function restored post-restart. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient software or touchscreen responsiveness issue that resolved with reboot.